Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary experienced a pocket b3 failing and required maintenance. The customer stated that he was unable to recover. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had experienced a pocket b3 failing and required maintenance. The customer stated that he was unable to recover. A field service engineer found that multiple pockets, within legacy full height drawer auxiliary 7, would intermittently fall into the application. Same response with pocket lids released under the diagnostics. Replaced the flat flex cable. Then the drawer wasn¿t indicated under the diagnostics. It was found that an internal wire burned within the replacement flat flex cable, damaging the drawer module and controller boards. Replaced the module with a new part and the controller with a spare, since it is no longer available. The drawer and all the pockets operated and checked okay under the diagnostics. Successfully configured and checked the drawer in the application to resolve the issue. The system functioned as intended after the field service engineer completed the troubleshooting.